Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported that a patient was transferred from (B)(6) hospital. The bedside team was changing over consoles to (B)(6) aic 10000. After transferring the alarm signaled for "air in purge line" when re-priming the purge cassette through the menu, the screen froze and did not advance. The impella was then transferred to a new console and was functioning appropriately. No patient harm has been reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: rlfs logs were acquired for (B)(6) and (B)(6). Pump 501360 began on (B)(6). 2 days in, the pump was removed from the console and 90 seconds re-plugged in. At the same time, a purge pressure disc was acknowledged as inserted but there was no purge cassette read. One minute later the purge pressure disc was disconnected followed by an air in purge alarm. The pump was moved over to (B)(6) and then (B)(6) but each time, there was a purge disc detected but no purge cassette read. Eventually, on (B)(6), the console is power cycled but then the purge disc and purge cassette are both read. Device analysis: (B)(6) was returned as that was the console associated with the complaint in salesforce but performed as expected. Root cause: there was no issue found with any of the consoles during the case. The air in purge alarm was triggered due to the purge disc already disconnected but the console still turning the spindle thus there would be no pressure differential. The same behavior across three consoles not reading the purge cassette indicates most likely not a console issue. The devices functioned/operated to specification. The investigation for the reported issue has been completed. H6 investigation type, findings and conclusions.

Manufacturer narrative:
B1 revised from the initial manufacturer device report number 1220648-2025-25291 to reflect both adverse event and product problem b2 revised from the initial manufacturer device report number 1220648-2025-25291 to reflect the patient outcome death and date of death added. B5 revised from the initial manufacturer device report number 1220648-2025-25291 to reflect the mso statement and patient outcome e4 should have been left blank on the initial manufacturer device report number 1220648-2025-25291 as it is unknown if the initial reporter also sent the report to the food and drug administration. H1 type of reportable event revised from the initial manufacturer device report number 1220648-2025-25291 to reflect the patient outcome death h5 selection was inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2025-25291 h6 revised from the initial manufacturer device report number 1220648-2025-25291 to reflect the patient outcome death h6 codes 925 was reported incorrectly the initial manufacturer device report number 1220648-2025-25291. H8 usage of device selection was inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2025-25291.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review there is not enough evidence to exclude the automated impella controller (aic) as an associated factor in the patient's outcome.